Event description:
Healthcare professional reported a left side deflation. Additionally, healthcare professional reported "any creases". Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: two openings, crease fold, wear abrasion and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: one opening striated on the radius and one opening crease smooth on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease smooth opening on the posterior due to fold flaw opening. One striated opening due to surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.